Event description:
Boston scientific received information that this device was emitting tones and interrogation noted a fault code (fc) 1003. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Testing verified that the device had a fault code (fc) 1003 for battery voltage too low for projected remaining capacity. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors can result in a high current drain, which may deplete the device¿s battery faster than normal. Detailed analysis of this device confirmed that two hybrids were causing a current higher than normal. However, during additional device testing, the high current was lost. Therefore, the cause of the clinical observation could not be determined. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated when the device has been returned and laboratory evaluation is complete.